Manufacturer narrative:
Catalog number and UDI number: (B)(4). A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant device information: trochanteric fixation nail advanced (part 04.037.159s, lot h130160, quantity 1).

Manufacturer narrative:
Patient height reported as (B)(4). 510k: this report is for an unknown tfna blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a left trochanteric fixation nail advanced system consisting of a nail, blade and 5.0mm distal locking screw on (B)(6) 2016 for an intertrochanteric fracture. The original placement of the blade was a slightly inferior and posterior. The fracture pattern collapsed and the blade backed out and slid along the sliding mechanism as intended. Patient had a follow up visit on (B)(6) 2016 and x-rays showed that the blade had migrated/cut out of the femoral head. The x-rays showed the blade was superior in the femoral head and becoming closer to the articular surface of the joint. The blade slid backwards/backed out and is no longer flush with the lateral cortex of the femur. When the hardware was originally implanted, the blade was flush with the lateral cortex. The actual proximal fragment including the femoral head appears to have shifted and the original fracture is maligned and resulted in a non-union. The nail and distal locking screw remained stationary but the entire femoral head moved. The surgeon successfully removed all hardware without issue on (B)(6) 2016. Patient was revised to non-synthes hardware. There was no surgical delay. The hardware was easily removed. Fragments were not generated. Additional medical intervention was not required. There were no unanticipated x-rays. The procedure was completed successfully. Concomitant devices reported: trochanteric fixation nail advanced (part unknown, lot unknown, quantity 1); 5.0mm distal locking screw (part unknown, lot unknown, quantity 1). This report is for an unknown tfna blade. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A device history record review was performed on the part # 04.038.285s, lot # h108298: part manufacturing date: 25 july 2016, part exp. Date: 30 june 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 85 mm sterile product was processed through the normal manufacturing and inspection operations with no non-conformities noted. It was noted that 3 parts out of 47 were reworked for carton damage just prior to sterilization. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.